Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported during the week of (B)(6) 2018. Two patients were transferred from the operating room to the adult ICU. Both patients had a normal spo2 on their philips mx-800 with masimo but cardiac surgeon found that the arterial blood looked "blue." In 1 patient the po2 was 43. No patient impact or consequences were reported.